Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient underwent three alair bronchial thermoplasty procedures. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty procedure to the right lower lobe of the lungs. No issues were noted with the device. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty procedure to the left lower lobe of the lungs. No issues were noted with the device. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the patient, following the first bt procedure, the patient experienced non-cardiac chest pains and 'muscle spasms'. The exact date of this event was not reported. During the second bt procedure, the patient reported to have experienced non-cardiac chest pains in the lower left side of the lungs and 'muscle spasms'. The exact date of this event was not reported. Following the third bt procedure, the patient reported to have experienced dyspnea, non-cardiac chest pains and continued muscle spasms. The exact date of this event was not reported. The patient reported that his current condition has 'worsened'. The patient stated that he experiences chronic non-cardiac chest pains and is currently taking steroids and pain killers. The pain killers administered to treat the patient's chest pain and muscle spasms include morphine, tramadol, and methocarbamol. Details regarding the dosing frequency and the patient's adherence to these medications were not reported. Additionally, the patient reported that he requires the use of an oxygen tank (with concentrator) 24 hours per day. The patient was seen by dr. (B)(6) following the bt treatments for a second opinion regarding the cause of his issues. Although dr. (B)(6) would not release any further details regarding this patient, his opinion is that these patient issues were due to the underlying disease of asthma and not the bt procedure. MFR report# 3005099803-2016-02910 created for adverse events related to bt procedure 1 performed on (B)(6) 2015. MFR report# 3005099803-2016-02911 created for adverse events related to bt procedure 2 performed on (B)(6) 2015. MFR report# 3005099803-2016-02912 created for adverse events related to bt procedure 3 performed on (B)(6) 2015.